Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient has loss of therapy. The patient stated that their ins does not seem to be working on her sciatic never like it should because she is having quite a bit of pain with it. The patient stated that she is using lidocaine pain patches but it is still giving her a lot of pain. The patient read online that she was not supposed to be using the patches as often as she was. During the call the patient's programmer showed stim on. The patient stated they were on group c program 18.80v for her right side. The patient was asked if they kept their implantable neuro stimulator (ins) charged. The patient indicated that they charge their device every 2 days. The patient has the ability to change amplitude, group and programs. Patient did not want to change her group because someone helped her a year ago and none of the other groups seemed to help her like c. Patient was redirected to follow up with health care professional (hcp) to discuss her symptoms/possible reprogramming.no further patient symptoms or complications were reported in this event. Additional information it was reported that the patient had called back asking for some adjustments over the phone. It was reviewed with the patient we can help with remote control on current settings by increasing stimulation and or changing groups. Patient stated she thought we could do some adjustments over the phone. No further information was reported. Additional information received. It was reported that to try and resolve the pain the patient was told they were trying something different where they shut the shocking off and they'll have to charge everyday. The patient reported that their sciatic pain wasn't as bad and they didn't put a lidocaine patch patch on. The pain was getting more noticeable as the day went on. They said that if this doesn't work then they will have surgery to replace the wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-nov-13. It was reported that they ¿shut the shocking off¿ and it was working just without shocking them. The patient stated that they¿ve put it back on their program saw their healthcare provider (hcp) on (B)(6)2017 where they discussed going back in and changing the lead. The patient mentioned that they didn¿t know what happened that led to the shocking. The patient also reported that they weren¿t getting coverage of their sciatic on their right side and was using lidocane patches, which have been helping. It was noted that the issue had not been resolved yet. No further complications were reported or anticipated.